Event description:
The reporter stated the surgeon attempted to insert a cq2015a collamer aspheric three piece lens but the lens tore in the cartridge. There was pt contact but no injury. Additional information has been requested from the facility but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.